Event description:
It is reported the patient is experiencing limited range of motion in the shoulder with difficulty internally rotating.

Manufacturer narrative:
Evaluation summary: returned for analysis are operative notes and x-rays. Review of the x-rays did not indicate anything out of the normal; however, zimmer employees are not health care professionals and are unable to provide medical advice based on x-rays. The operative notes also did not indicate anything out of the normal as to the placement of the devices. However, the operative notes state that the patent had a "complete tear of the supraspinatus, subscapularis, as well as superior half of the infraspinatus tendon." These tendons are responsible for most of the internal rotation of the shoulder. Damage to these tendons may have affected the patient's range of motion and ability to internally rotate their shoulder, however, an exact cause could not be determined with the supplied information. The devices remain implanted, therefore a determination on their condition could not be made. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.